Manufacturer narrative:
(B)(4). The reported complaint for iab insertion difficulty is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
The report states, "left femoral access, sheathless insertion. Cannulated the femoral artery with a different brand of needle. Possible the cannula that was kinked as it kinked the first guidewire and seemed to be a torturous pathway. They swapped the cannula and then the second guidewire passed fine. Used pre-dilator. Negative prep was performed correctly on balloon. Catheter used with seldinger technique. Something white was getting snagged when trying to advance the catheter. The white ring (was how he described it) where the balloon connects to the catheter was getting stuck and would not advance into the vessel. Patient was experiencing a lot of bleeding from the insertion site at this point. It was not deemed a significant loss of blood. They swapped to a maquet sensation but had issue with bleeding at the insertion site. Bleeding reduced significantly after balloon swapped. Patient remains critical in itu though this is due to their heart condition and not deemed to be due to the issue with the rediguard balloon. He suspects that the issue was likely user error and not an issue with the catheter. He did suggest to the inserter to try a sheathed introduction, but the inserter prefers a sheathless approach and so chose to swap out the catheter instead." Additional information received stated that the needle became kinked. "It was exchanged and then the guidewire passed through ok. Neither needle was from the teleflex kit. Both guidewires were from the teleflex kit". The patient status was reported as "critical" prior to the event.

Manufacturer narrative:
(B)(4).

Event description:
The report states, "left femoral access, sheathless insertion. Cannulated the femoral artery with a different brand of needle. Possible the cannula that was kinked as it kinked the first guidewire and seemed to be a torturous pathway. They swapped the cannula and then the second guidewire passed fine. Used pre-dilator. Negative prep was performed correctly on balloon. Catheter used with seldinger technique. Something white was getting snagged when trying to advance the catheter. The white ring (was how he described it) where the balloon connects to the catheter was getting stuck and would not advance into the vessel. Patient was experiencing a lot of bleeding from the insertion site at this point. It was not deemed a significant loss of blood. They swapped to a maquet sensation but had issue with bleeding at the insertion site. Bleeding reduced significantly after balloon swapped. Patient remains critical in itu though this is due to their heart condition and not deemed to be due to the issue with the rediguard balloon. He suspects that the issue was likely user error and not an issue with the catheter. He did suggest to the inserter to try a sheathed introduction, but the inserter prefers a sheathless approach and so chose to swap out the catheter instead." Additional information received stated that the needle became kinked. "It was exchanged and then the guidewire passed through ok. Neither needle was from the teleflex kit. Both guidewires were from the teleflex kit". The patient status was reported as "critical" prior to the event.